Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 20g x 1.16in (1.1 x 30 mm) insyte has been found experiencing two occurrences of open packaging before use. The following has been provided by the initial reporter: in the locker, it was found that the plurality of indwelling needle package seals had been disengaged.

Event description:
It has been reported that the 20g x 1.16in (1.1 x 30 mm) insyte has been found experiencing two occurrences of open packaging before use. The following has been provided by the initial reporter: in the locker, it was found that the plurality of indwelling needle package seals had been disengaged.

Manufacturer narrative:
H.6. Investigation: two samples were received by our quality team for investigation. Upon visual inspection it was observed that though the two samples were observed to have an opened seal, the adhesive that holds the paper to the plastic was transferred from the top to the bottom. This observation indicates that the sealing process was completed in the manufacturing facility, therefore; the reported failure cannot be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality teams investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.